Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01377 & 01407).

Event description:
It was reported that the patient had a right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2016 due to tibial subsidence and instability. During the procedure, the label for the tibial augment was dissimilar from the packaging label; however, another device was available to complete procedure with no patient injury or delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Methods - examination of returned device found the product to be non-conforming. Review of the device confirmed the reported condition. The root cause of the event was determined to be trained operator error. Corrective action has been initiated to address the reported issue.